Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (could not complete testing) was confirmed. Upon evaluation, the monitor would not power on. The cause of this failure was that the u1005 component shorted to ground and damaging multiple components within the monitor. The root cause of the shorted u1005 cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functionality testing.